Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with manual injections. The customer reported that they could not push the button to change the basal rates. The up and down arrows currently work. It was reported that the customer had been able to do boluses and use the buttons. The customer was advised to monitor pump and time battery changes very carefully as battery out of pump for too long will cause the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify power out limit due to unresponsive button. No button error alarm during testing.